Event description:
As reported by the user facility: reason of complaint: continuous air detector alarm; leaking through IV port and micro bubbles from IV port though arterial line. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample in original packaging were provided for evaluation. The sample was visually evaluated, and no defects were detected. Thereafter, the sample was subjected to a functional leakage test following design input requirements, by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. Results indicated no failure. Based on the investigation findings, the sample met internal specification; therefore, the reported defect was not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, the retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.